Event description:
It was reported that this pacemaker exhibited competitive pacing that induced atrial fibrillation. Technical services recommended potential programming changes. This pacemaker remains in service. No additional adverse patient effects were reported.